Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was indicated that the patient used multiple bg meters throughout the same sensor session, which is misuse of the device. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. It was indicated that the patient was taking medication containing more than 1 gram (1,000 mg) acetaminophen over the course of 6 hours, which is off-label usage of the device and which may affect the cgm readings. The sensor was inserted into the abdomen on (B)(6) 2023. It has been reported that readings were over 20% off. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).